Manufacturer narrative:
(B)(4). Device product code is unknown. Report source: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a revision due to a dislocation of the device. No additional information was available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) biomet.

Event description:
There is no update to the original complaint description provided.